Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 8 mg/ml of morphine at ¿about 2 mg/day¿ via an implantable pump for non-malignant pain. It was reported the pump "moves back and forth towards my spine, the edge of it will get moved right to where my spine is, if I¿m laying on a certain side. The pump is implanted in my back, it started moving about an inch, we noticed it maybe a few months after it was put in (2018). We realized for sure when we measured it last night." The patient stated, "around the pump and under the pump, I get this kind of pulsating severe pain and it¿s quicker, kind of like labor contractions so, the pain might last 12 seconds, then give me a 15-30 second break. Then the pain will come back." The patient stated this has happened twice so far and first started "about a month ago or so." Then it happened again the day before ((B)(6) 2018) with "several tiny episodes throughout the evening and I won¿t be able to move when it¿s happening. It will hurt to move, and today I kind of felt a stinging and it didn¿t last very long, just 5-10 seconds." The patient reported the pump implant site did not seem red or itchy and said they would feel soreness after the pulsating. The patient thought the issues seemed to happen after they had a harder, more active day at work. The patient had not had any falls or trauma. No troubleshooting had been done prior to the call. The patient was redirected to their healthcare provider and reported they would have a refill soon, and planned to follow-up with their hcp then. It was indicated the pump movement, pulsating sensation, and pain at the pump site had started at some point in 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Additional information received determined that this event was no longer a reportable issue. As such, no further regulatory reports will be submitted pertaining to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. A physician had examined the patient and stated the device was normal and the movement was normal; there was no issue.